Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted and complained of pain and it was determined she probably had nickel sensitivity. The essure was laparoscopically removed. The physician did not have further information. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and complained of pain. The event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. It was reported the patient probably had nickel sensitivity and essure was laparoscopically removed. Given the available information, the event is assessed as related to essure use. Since an intervention was performed (laparoscopy), the case is regarded as incident. The technical analysis concluded unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received on 12-mar-2015: follow-up attempts were done, with no response to date. Case closed. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and complained of pain. The event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. It was reported the patient probably had nickel sensitivity and essure was laparoscopically removed. Given the available information, the event is assessed as related to essure use. Since an intervention was performed (laparoscopy), the case is regarded as incident. The technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up attempts were done without success.